Event description:
Event description cpi received information that this y connector was explanted due to a fracture. During a routine replacement procedure the physician noticed a fracture and elected to replace the entire lead system with an endotak transvenous defibrillation lead.